Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure the image was flipped with a 30-degree scope. Reseating the scope did not resolve this issue, so they were using a 0-degree scope. The technical support engineer (tse) asked to check if 30-degree scope base rotate smoothly by hand, then it rotated, so tse told the issue was probably already improved, and advised to cancel "guide tool change" function if same issue recurs with 30-degree scope and also explained the cause. They will check later with the 30-degree scope on the arm. Procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to cancel the guided tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.